Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dib00, implanted in the patient¿s right eye was noted to be cracked. The lens was removed and replaced with a non¿johnson & johnson lens used as a backup. Balanced salt solution was used with the injector. No patient injury was reported. No additional medical or surgical interventions were required, including vitrectomy, incision enlargement, sutures, or medications beyond the standard of care. No further information was provided.